Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2022.

Event description:
It was reported that approximately twenty days post port placement, the device allegedly leaked, clot formed and the patient experienced swelling in the right upper chest. The patient's current status was unknown.

Event description:
It was reported that approximately twenty days post port placement, the patient experienced swelling in the right upper chest. Flow study demonstrate that the device allegedly leaked and clot formed. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one MRI powerport isp with a catheter segment was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was observed at the distal end of the catheter. Striations were observed on the surface of the complete circumferential break. The investigation is confirmed for the reported leak issue and the identified fracture issues, as two longitudinal splits, in-parallel, were observed at the proximal end of the catheter segment. Two radially adjacent, longitudinal splits were also noted. A compound split was noted just distal to the longitudinal, in-parallel, splits as well as another radially adjacent compound split. The investigation is inconclusive for the reported obstruction of flow issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.